Event description:
Same case as MFR # 2134265-2008-04572. It was reported that during a coronary drug eluting stenting treatment procedure, positioning difficulties and stent damage occurred. The 55% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.25x24mm taxus liberte drug eluting stent (des) was advanced to the target lesion, but the physician was unable to position the stent the way it was wanted. The device was removed from the patient and stent damage was found. Then a 2.25x20mm taxus liberte des was advanced to the target lesion stent lesion and again the physician did not like the way the stent was positioned. The device was removed and stent damage was found. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.